Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station got stuck and required manual reboot, with remote support service (rss) continuing to show a pending reboot status. A technical support specialist (tss) performed reboot, during which windows updates were verified, and additional system health repairs (dism command) were executed. Although wsus status remained temporarily red in rss, it was expected to update after synchronization. The case was kept under monitoring, with a follow-up reboot performed during an approved maintenance window. Subsequently, wsus and overall, station health status turned green, confirming the system was fully updated and functioning normally. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was stalled on blue update screen. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.